Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted due to battery depletion. Premature battery depletion is suspected. A new device was successfully implanted. The device has been returned for analysis.